Event description:
On (B)(6) 2018, a 6mm amplatzer duct occluder was selected for implant in an infant with a 6fr amplatzer torqvue delivery system. During device preparation, there was no issue loading the device. During placement, the user was unable to re-sheath the device as the occluder was caught on the sheath. Due to the failure to re-capture the device, the patient was sent for surgical removal of the device where the sheath was exchanged for a cook sheath and the device was pulled to the ivc and retrieved through the cook sheath. The case was aborted without closure of the defect. The delivery sheath was inspected and observed to be invaginated at the terminal end.

Manufacturer narrative:
An event of an inability to retract the occluder into the delivery sheath was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.